Manufacturer narrative:
Evaluation summary. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number was performed; no anomalies were found. The product was released based on the products acceptance criteria. The customer supplied product photos and these were reviewed. The photos indicated the type of inventory and their lots but they did not display the product within. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the second of three reports from this facility. (B)(4).

Event description:
A health authority representative reported that blunt knives were noted during surgery. Alternative knives were obtained in order to continue the procedure. Additional information has been requested. Additional information was received from the affiliate that there was no patient impact associated with this report.